Manufacturer narrative:
(B)(4). No returns from the customer site for this evaluation have been received to date. The in-house testing was completed for this evaluation using an in house retained lot ((B)(4)) of the (B)(6) assay and two commercially available (B)(6).one run was performed on one architect instrument, as per package insert instructions. All control values generated were within package insert specifications. One replicate of each (B)(6) panel bleed was tested using the reagent kit. The (B)(6) panel profile generated by lot (B)(4) is comparable to the historical panel profile data previously generated, i.e. The same first (B)(6) bleed of the (B)(6) panel was detected. The results of the evaluation demonstrate that the clinical sensitivity performance of the architect qualitative hbsag reagent kit (lot (B)(4)) is acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The (B)(6) package insert ((B)(4)) contains information to address the customer's current issue. Based on the current investigation, it was determined that the (B)(6) reagent kit, list number (B)(4), lot number (B)(4), is performing acceptably. No malfunction of the product was identified. Method: review of complaint tracking and trending.

Manufacturer narrative:
(B)(4). The customer returned the patient sample associated with this complaint for evaluation. The customer's observation of a nonreactive architect hbsag qualitative result and a repeatedly (B)(6) architect hbsag result was replicated. The acceptance criteria for the patient sample were not met and the patient sample results did match the nature of the customer complaint. This sample (draw date of (B)(6) 2011) generated a repeatedly (B)(6), not confirmed result with the architect hbsag confirmatory v.1 assay. The sample also generated a (B)(6) result for total anti-hbc assay. The (B)(6) 2011 sample's architect hbsag qualitative result falls into the category of "not false negative". The sample is hbsag (B)(6) with the architect hbsag qualitative assay (lot 1p97-30) and the architect hbsag / architect hbsag confirmatory v.1 assays. The sample is (B)(6) following in-house testing. The sample following nucleic acid testing at the customer site was (B)(6). It is not advisable to test a hbsag qualitative (B)(6) sample with the hbsag qualitative confirmatory assay. A sample that is repeatedly (B)(6) with the hbsag quantitative assay should be tested with the architect hbsag confirmatory v.1 assay as per instructions in the assay package insert. (B)(6) samples tested with the architect hbsag qualitative confirmatory assay format may be subject to background variance between pre-treatment 1 and pre-treatment 2, which is a subject of instrument variation and not the presence of analyte in the sample. The conclusion of this evaluation does not change the initial conclusion of no product malfunction identified. Evaluation method: evaluation of customer returned patient sample.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4).

Event description:
The customer states that one donor generated a false (B)(6) result when tested with the architect hbsag qualitative assay. Testing by nat was (B)(6) as well as testing with the architect hbsag (quantitative) assay. Architect hbsag confirmatory testing was (B)(6). The donor is (B)(6) for anti-hbs (B)(6). All other hepatitis markers are (B)(6). There is no impact to patient management reported.